Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had placement signal issue while in use in the intensive care unit. The aic was exchanged, and alarm and placement signal was resolved. There was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The console was received for investigation. The console logs confirmed the reported issue. The device analysis was performed and the root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.